Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #unk, unknown zimmer liner, lot #unk; catalog #unk, unknown zimmer screws, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent a 3-stage-revision due to infection, pain, discomfort, pus about the hip, and femoral loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of op notes confirmed the reported event. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.